Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #: this report is for unknown cage/spacer - cervios. Part#, lot# and UDI # is not available. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. PMA/510k: this report is for unknown cage/spacer - cervios. PMA/510(k) number is not available. Device evaluated by MFR, manufacture date: product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: helseth, o. Et al.(2015), "outpatient cervical and lumbar spine surgery is feasible and safe: a consecutive single center series of 1449 patients." Neurosurgery, vol 76(6), pages 728-737 (norway). The aim of this study is to study types and rates of complications after outpatient lumbar and cervical spine decompressions. During march 1, 2008 to july 29, 2013, a total of 1,449 patients (1073 lumbar and 367 cervical) were treated with anterior cervical decompression and fusion (acdf) and posterior lumbar decompression using peek cages. (Synthes; cervios, oberdorf, switzerland). The following complications were reported as follows: (B)(6) female patient had stroke. She was observed and rehabilitated. She did not recover. (B)(6) male patient had stroke. He was observed and rehabilitated. He did not recover. (B)(6) male patient had retroperitoneal hematoma. He was observed and had blood transfusion. He recovered. (B)(6) male patient had back pain. He was observed. He recovered. (B)(6) male patient had deep infection. Evacuation of abscess was performed and antibiotics was given. He recovered. (B)(6) male patient had a headache. Duraplasty was performed. He didn't recover. (B)(6) male patient had neck pain. Duraplasty was performed. He recovered. (B)(6) female patient had deep infection. Evacuation of abscess was performed and antibiotics was given. She recovered. (B)(6) male patient had deep infection. He was given antibiotics. He recovered. (B)(6) male patient had deep infection. Evacuation of abscess was performed and antibiotics was given. He didn't recover (B)(6) female patient had a headache. She was observed. She recovered. (B)(6) male patient had a headache. He was observed. He recovered. (B)(6) male patient had muscular weakness in his arm. He was observed and rehabilitated. He recovered. (B)(6) female patient had muscular weakness in her leg. She was observed. She didn't recover. (B)(6) female patient had deep infection. Evacuation of abscess was performed and antibiotics was given. She recovered. (B)(6) female patient had deep infection. Antibiotics was given. She recovered. (B)(6) male patient had deep infection. Evacuation of abscess was performed and antibiotics was given. He recovered. (B)(6) male patient had back pain. He was observed. He recovered. (B)(6) female patient had back/leg pain. She was observed. She didn't recover. (B)(6) male patient had back pain. Reexploration was performed. He recovered. (B)(6) male patient had postoperative hematoma. Evacuation was performed. He recovered. (B)(6) male patient had postoperative hematoma. Evacuation was performed. He recovered. (B)(6) female patient had postoperative hematoma. Evacuation was performed. She recovered. (B)(6) male patient had postoperative hematoma. Evacuation was performed. He recovered. (B)(6) female patient had postoperative hematoma. Evacuation was performed. She recovered. (B)(6) male patient had postoperative hematoma. Evacuation was performed. He recovered. (B)(6) male patient had postoperative hematoma. Evacuation was performed. He recovered. (B)(6) female patient had postoperative hematoma. Evacuation was performed. She recovered. (B)(6) male patient had deep infection. Antibiotics was given. He recovered. (B)(6) male patient had deep infection. Antibiotics was given. He recovered. (B)(6) male patient had deep infection. Antibiotics was given. He didn't recover. (B)(6) male patient had deep infection. Evacuation of abscess was performed and antibiotics was given. He recovered. (B)(6) male patient had dysphagia. Otolaryngology was performed. He didn't recover. (B)(6) male patient had dysphagia. Otolaryngology was performed. He didn't recover. (B)(6) male patient had voice problems. Otolaryngology was performed. He didn't recover. (B)(6) female patient had recurrent laryngeal nerve palsy. Otolaryngology was performed. She didn't recover. (B)(6) female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) male patient had cfs leak intraoperatively. Tachosil was used. He recovered. (B)(6) female patient had cfs leak intraoperatively. Tachosil was used. She recovered. (B)(6) female patient had deep infection. Antibiotics was given. She recovered. (B)(6) male patient had deep infection. Antibiotics was given. He recovered. This report is for a peek cage (synthes; cervios, oberdorf, switzerland). This is report 9 of 10 for (B)(4). The complaint involves 51 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 6 separate complaints: (B)(4).